Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous proximal circumflex artery. The taxus express2 3.5x16mm drug eluting stent was advanced to the lesion, but was unable to cross the lesion. The stent delivery system was removed from the patient and it was noted that a stent strut was lifted up. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of the anatomical and or procedural factors encountered during the procedure.